Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/07/2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Nordic bluetooth device pairing test and global transmitter final functional test were unable to be performed as the transmitter had no voltage. Share log data was available for review and the transmitter failed as a pairing failure was displayed in the logs within the investigation window. A bin file review was unable to be performed as the transmitter had no voltage. The customer complaint of pairing failure was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.